Event description:
It was reported that the patient was having charging issues with the implantable pulse generator (ipg) following a non-device related surgery. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred six months from the date manufacturer became aware of the event.